Event description:
User developed a scalp ulceration over the implant. The left implant was removed on (B)(6) 2026.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.